Event description:
Per the sales representative, the device is overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Update: d9, h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the sales representative, the device is overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the user facility, there was no patient involvement and no delay to a surgical procedure.